Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed.   Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon release from the delivery catheter system (dcs), the valve dislodged and was left implanted with moderate paravalvular leak (pvl) noted. A second valve was successfully implanted valve-in-valve resolving the pvl. The patient anatomy was reported to have mild tortuosity of the aortic arch and calcium on the native annulus running into the left ventricular outflow tract (lvot) as well as mild-moderate calcification of the ilio-femoral arteries. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.